Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, it was noticed following the evar procedure, the knot of the proglide devices were on top of the artery. A cut-down was performed to suture the artery closed and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.